Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device was failed to detect on the communication bus and drawer was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height auxiliary drawer 6 rows b and c were failed to detect on the communication bus. The field service engineer (fse) disassembled the drawer and manually removed all row trays and cubie pockets and found that the lots of debris and broken parts were causing the rows to not be detected. The fse removed all debris and reassembled the drawer and rebooted the device. The fse also inspected the bus wire for cut marks and found none. The fse rebooted the device, and all the controller board lights were fine. The fse then rebooted to the enterprise application to restore the drawer functionality. The system functioned as intended after the field service engineer repaired the device.